Manufacturer narrative:
Sample device was returned to argon for evaluation. Investigation is ongoing. A follow-up report will be provided when completed.

Event description:
Cracking in the clear plastic hub. This is the fourth PICC of this type to crack in three months. Lot number is 11278527 for all the piccs that have broken IV tubing was connected directly to the red and blue lumens. A new PICC was placed each time placed (B)(6) 2020. Cracked at blue plastic hub (B)(6) 2020.